Manufacturer narrative:
It has been determined that this event has been incorrectly reported as a malfunction. Further info suggests that this event is not likely to cause a serious injury to a pt if the event were to recur. The records for this file have been changed accordingly.

Event description:
The tube was instituted by the pt to lengthen every day. Dr stated that the device stopped lengthening because the screw at the bottom that lengthens is stripped. This event did not occur during a surgical procedure and did not cause any adverse consequence to the pt.